Event description:
The account tested hba1c on the tosoh g8 hplc analyzer. The customer reported that the chromatography showed wider peaks than normal and thus gave incorrect results. The results were auto-verified and reported. When the chromatography was reviewed and the problem was noted the account replaced the column. Patient specimens were repeated and four corrected reports were issued.